Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision reverse shoulder replacement. Surgeon: (B)(6), (B)(6) private primary shoulder was a global adv, revised to delta xtend for infection on the (B)(6) 2015 this was the revision of the delta. Revision (B)(6) 2018 for inferior notching, poly wear - leading to pain. Patient initial (B)(6).

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. (B)(4), lot number 5246509. Review of the device history records did not reveal any related manufacturing deviations or anomalies that would have contributed to the reported event. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.